Manufacturer narrative:
Summary of evaluation: it has been verified that this lot has not been distributed in the us. The lot was internationally distributed and manufactured. Remedail action has been taken internationally.

Event description:
A right femoral locking nail was engraved as a left nail. There was no adverse consequence for the pt or delay in surgery or anesthesia time.